Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode experienced an inappropriate shock due to t wave oversensing and morphology amplitude changes. It was noted this patient was having intercourse at the time. Technical services (ts) discussed options including a treadmill test. This electrode remains in service. No adverse patient effects were reported. This supplemental is being report as additional information was received which reported this patient has received five additional inappropriate shocks due to t wave oversensing. The patient was evaluated in the clinic and a treadmill test was performed. It was noted as soon as the patient's heart rate went above 100bpm the qrs morphology changed. The device was programmed to alternate and was found to be the best option during autosetup on the treadmill. The device was programmed to alternate and stored a new template. At this time, the sicd system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode experienced an inappropriate shock due to t wave oversensing and morphology amplitude changes. It was noted this patient was having intercourse at the time. Technical services (ts) discussed options including a treadmill test. This electrode remains in service. No adverse patient effects were reported.